Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that buttons were not responding on insulin pump when battery was low. It was also reported that insulin pump had received an unexpected restart alarm and occasional motor error alarm.